Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 202 mg/dl at the time of the call. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
There was no button error alarm noted. The intermittent up arrow button was due to corroded keypad trace. The unit was unable to perform displacement test due to unresponsive button. The unit had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.